Manufacturer narrative:
Examination of the returned sig fem adpt torque wrench confirmed fracture at the corner of the metal portion of the hexagonal feature. This suggests when the wrench is used to tighten a bolt, the torsional force is applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. The indicator tip is bent to the right (positive value) of the 0 lb-in mark on the torque indicator base plate. Based on the information provided a root cause has not been determined on these subsequent observations. In conjunction to the above observations, the plastic socket end cap has been confirmed to be cracked through on one of the corners of the female hex feature. The black plastic protector component remains attached to the wrench, but is loose and spins. CAPA (B)(4) was previously initiated to further investigate and determine root cause and corrective actions. Co 103025887 has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The black ring broke off of the torque wrench.